Event description:
Reason for revision: loosening of acetabular component.

Manufacturer narrative:
Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep 419.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.